Manufacturer narrative:
Event date is estimated. Both leads were explanted and replaced due lead migration. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related report manufacturer number:1627487-2023-02320. It was reported that the patient experienced the migration of 2 of their drg leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's migrated leads were explanted and replaced and therapy was restored.